Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a recent merlin transmission revealed an inappropriate auto mode switching episode that was caused by noise and a high voltage response episode that looked like ventricular tachycardia. The patient had a right atrial lead polarity switch when the bipolar pacing lead impedance dropped to a lower out of range value measurement. The patient felt pocket stimulation at the time of the dropped impedance and went to the emergency room for a programming change that resolved the pocket stimulation. The patient returned to clinic two months later and an x-ray showed the lead pin in the connector block. The sensitivity setting was programmed and resolved the noise. The patient still remains asymptomatic and will continue to be monitored.